Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome. It was reported that the patient wanted to increase the stimulation on their pelvic health implant and got sudden sharp throbbing pains when the patient programmer antenna went over their implant; the pain started at the implant site and went down their leg. The pelvic health device was at 4.1v and stimulation was decreased to 0v, but it was still throbbing. The patient¿s spinal cord stimulation device was also on at 1.1v and it was decreased to 0.0v; the sharp/throbbing pain went away and the patient was not feeling anything now because they decreased to 0v, but it was later noted that the patient felt something that was more of a discomfort than pain in their foot. It was reported that the pelvic health device affected the patient¿s spinal cord stimulation device, but it was not known when this started. The patient had no falls within the last day or so, and the last fall they had was a month or more, and it was noted this could be related to the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was hesitant to get the 2nd device but she had reasons. The patient stated that she had 2 electrical shocks when the bladder unit was passed on the chest wall insert. I was noted that the bladder implant was on a low setting and the spinal cord stimulator device was turned off. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she was hesitant to get the 2nd device but she had reasons. The patient stated that she had 2 electrical shocks when the bladder unit was passed on the chest wall insert. The patient was afraid of more leg pain related to their back device. It was noted that the bladder implant was on a low setting and the other device was turned off. No further complications were reported/anticipated.

Manufacturer narrative:
Should have been selected as adverse event and product problem. If information is provided in the future, a supplemental report will be issued.